Manufacturer narrative:
(B)(4). Results: (previously deployed stent), (stent deformation, failure to deliver stent). Conclusions: (previously deployed stent). Evaluation summary: the stent was received for evaluation by medtronic. The delivery system was not returned. Four stent segments were intact. The struts of the remaining segments were deformed and raised. Endeavor resolute rx 2.50 x 8mm is not approved in the us, but is similar to endeavor rx 2.50 x 8mm which is approved in the us.

Event description:
An endeavor resolute rapid exchange drug-eluting stent, length 8mm, diameter 2.5 mm, was intended to treat a moderately calcified, 50% stenosed lesion in a patient's moderately tortuous rca. It was reported that the resolute stent could not pass a previously deployed stent in the proximal rca and became "buckled" in the patient. On removal from the patient, the resolute stent dislodged from the balloon. It was reported that several attempts were made to pass the previously deployed stent. No patient injury occurred and no clinical sequelae have been reported.